Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device and battery logs confirmed the reported battery charge indicator issue; a single occurrence of a low battery and depleted alarms were triggered although the internal battery was fully charged. Performance testing found no abnormalities with the internal battery and it was performing to specifications. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery charge indicator issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery charge indicator issue. There was no patient injury reported as a result of this incident.